Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had poor lead positioning and the patient was unresponsive to therapy. The lv lead was repositioned and remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.